Event description:
According to hospital records, the following was used in surgery: spinal rods, apofix hooks, atlas cable, grafton gel, and gelfoam. At an unknown date the rods allegedly migrated into the patient's cerebellum. It is unknown if the device was explanted.